Manufacturer narrative:
(B)(4). The clip was explanted and discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leaflet tear and subsequent death. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing the mr to 2+. The leaflets were grasped with the second clip (70313u227) and the mr was noted as trivial. After few minutes, before clip deployment, the mr returned to severe due to an anterior leaflet tear. The leaflets were released and the clip was moved more medial, closer to the first clip. A third clip was then implanted to treat the leaflet tear; however, the mr remained at 4+. The next day, the patient was treated with mitral valve replacement surgery. The patient remained unstable and hospitalized in the cardiosurgery intensive care, supported by extracorporeal membrane oxygenation (ECMO). On (B)(6) 2017, the patient died. No additional information was provided.

Manufacturer narrative:
Internal file number - 324631/1-1 the device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. In this case, there was no reported device malfunction associated with the clip delivery system (cds). All information was reviewed and the reported leaflet tear (tissue damage) appears to have likely occurred during attempts to implant the clip, and therefore related to procedural circumstances. Death also appears to be due to procedural circumstances related to surgical complications (airway bleed). The reported patient effects of mitral valve injury (tissue damage) and death, as listed in the mitraclip nt system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer stated that in this case, the procedure was unsuccessful in treating the mitral regurgitation (mr)as several manoeuvres resulted in anterior leaflet tear which could not be treated with another clip. This required surgical intervention the next day. However, surgery was associated with hemodynamic instability and ultimately led to death due to airways bleed. Death was a complication of surgery and was not related to the device.

Event description:
Subsequent to the previously filed report, additional information received: the patient underwent surgical intervention twice. The second intervention was due to bleeding and the patient died the same day. The confirmed cause of death was airway bleeding.